Event description:
Additional information received indicated that the patient was stable during and after the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited an unknown backup vvi during a follow-up in clinic. The patient was asymptomatic. The device was explanted and replaced. No further information is available.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to power-on reset (por). A longevity calculation was performed using default settings and showed that the battery was depleted prematurely. Bench testing on the device was performed, and no sources of high current were noted. The cause of the por event was determined to be premature battery depletion. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.